Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the device failed during treatment, thereby causing the patient to sustain third-degree burns and irreparable scarring of the damaged tissue. Patient has reportedly required ongoing treatment, care, and surgery thereby adversely causing injuries to the patient's health, strength and activity, having sustained, inter alia, injuries to her body and other injuries. No further details are available at this time.